Event description:
Following a persistent atrial fibrillation procedure with vein of marshall ethanol infusion, the patient experienced hemiplegia (weakness or paralysis on one side of the body). Approximately four hours post procedure, the physician received a call stating the patient may have hemiplegia and was going to have an MRI. The results of the MRI are not available yet.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported hemiplegia / stroke remains unknown.